Event description:
Device malfunction: none. Symptoms/ae: hypotension, stroke. Time of symptoms/ae: during procedure and post CABG, 3 days post stenting procedure, 2 days post CABG. It was reported that the patient had a stent procedure of the lic in 2006, without complication. The patient did experience an episode of hypotension after stent deployment, but this was resolved with medication. The next day, the patient underwent a CABG for unstable angina and a history of multivessel coronary artery disease. On the second day after the CABG, the patient experienced an one hour period of hypotension. Following this, he was unresponsive and a head CT scan showed hypodensities in the right hemisphere, moderate sized right frontal and small left posterior parietal ischemic infarcts. The discharge summary indicates that the patient had a combination of embolic cva's and anoxic insult causing cognitive deficits as well as right hemiparesis and poor coordination. The patient also developed acute renal insufficiency due to acute tubular necrosis possible related to periods of hypotension as well as contrast used during procedures this hospitalization. The patient participated well with physical therapy and speech therapy, and was discharged home where family is able to provide 24-hour supervision. No additonal information available.

Manufacturer narrative:
H6: evaluaton results: visual inspection of the returned lens shows one of the lens plate haptics was torn off and missing. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.